Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics and unspecified anti-inflammatory drugs (intraperitoneally-added to dianeal, doses and frequencies were not reported). It was not reported whether the patient was hospitalized for the event. At the time of this report the patient was not recovered and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Additional information b5: upon follow up it was reported, at the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.